Event description:
The pump was returned for an unrelated issue. During evaluation, the pump audio bolus button was found to be unresponsive. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 01/23/2012. (B)(6). During evaluation, the audio bolus button was found to be unresponsive to button presses. Testing confirmed that all other buttons were responding appropriately.